Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 8, 2017: litigation records received. Litigation alleges friction and wear, recurrent dislocations, pain, discomfort, and inflammation. No part and lot information provided.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, litigation also alleges popping in the right hip and instability. After review of medical records for MDR reportability it was reported that the patient was revised to address dislocation with one component, inability to bear weight and popping in the right hip.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad (B)(4) 2018 : after review of medical records for MDR reportability, revision notes reported that at 90 degrees of flexion and neutral abduction, hip could be internally rotated without any prosthetic-prosthetic impingement. There was no prosthetic impingement throughout the range of motion.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs and medical records received. Ppf and pfs alleges pain, discomfort,instability when walking, popping in the right hip and multiple right hip dislocation. After review of medical records for MDR reportability,the patient was revised to address right dislocated total hip arthroplasty. It was reported that his previous hip dislocation was treated with closed reduction ((B)(6) 2009).revision notes reported fibrotic scar tissue.